Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set separated at the point of the set where the set transitions from the end to the main tubing. This event occurred during the flushing phase with saline solution and resulted in a leak of saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.